Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she received high alert due to raised blood glucose level of 690 mg/dl which was caused by a bent cannula. Further, she tried to treat this issue with a correction bolus but was subsequently hospitalized on (B)(6) 2019 for high blood glucose levels and diabetic ketoacidosis. The patient had high ketone level which her health care professional assessed as dangerous/life threatening. During hospitalization, she received saline drip, insulin drip and potassium which resolved the issue. She did not notice any damage when the package was first opened, and the infusion set had been in use for two days. On (B)(6) 2019, the patient was released from the hospital with no permanent damage. It was stated that the bent cannula issue occurred with three infusion sets in the past two months. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.